Manufacturer narrative:
One device returned for evaluation. The device was visually inspected. The packaging was never sealed. The complaint is confirmed. The root cause of this failure is a manufacturing deficiency. A corrective action has been opened to resolve this deficiency. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. The investigation is in progress. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported that the package was not sealed. This was identified during their initial inspection of received product. The device was not sent to a user facility.